Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot# serial# (B)(6), implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 08-oct-2023, UDI#: (B)(4). Analysis of the patient communicator revealed that the micro usb charge port pins were damaged. There was no battery light indicator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their external equipment. The patient reported that their communicator was not taking a charge. The patient mentioned something to the pain technician last time they went to the healthcare provider (hcp) office that it was acting funny but then it worked, but last week it decided it did not want to work. Patient further stated that they spoke with medtronic representative, earlier today via phone and was redirected to patient services. Patient mentioned their pump was 'just' refilled. Patient later stated they were getting confused about the questions and mentioned they sometimes had a hard time remembering names. Patient mentioned the communicator was now dead and the bluetooth light, nor any indicator lights, would power on. Patient confirmed the cord they were using was not loose or wiggly, and they had tried multiple cords and outlets, but the communicator would not charge. Patient appeared concerned that their cord was 4-5 feet long. When agent inquired pump medication, patient provided 'primary morphine 10.0 mg/ml, 1.374mg (did not specify further), 0.057 mg/hr, 24 hr dose was 1.37mg/day, and bolus dose primary morphine 0.200mg.' The issue was not resolved through troubleshooting. A request was sent to repair to replace the communicator.